Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
Com- (B)(4).

Event description:
It was reported, that a pairing failure occurred on transmitter serial number (B)(6). However, transmitter serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test was performed and passed. A review of the share logs was performed, and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined, to be a failed transmitter error. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable, based on the finding of a transmitter failed error. No injury or medical intervention was reported.